Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation showed that no overlay reference image could be generated only on the reference monitor. The reason for this was not a malfunction of the system, but rather the fact that contrast medium contaminated the safety switch which ultimately caused the error pattern described in the complaint. Although the log files showed clear indications of the cause described above, it was not possible to clarify who or what caused this contamination. The main/live monitor remained fully functional during this event. The local service organization cleaned the switch and the system works as specified. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no reference image was available on plane a and the monitor went dark. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.